Event description:
It was reported that during patient's visit, the device showed a high shock impedance on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.